Manufacturer narrative:
Problem code 2976 captures the reportable event of catheter kinked. Investigation result: a visual examination of the returned complaint device revealed that the balloon was folded and did not appear to have been subjected to positive pressure. A visual and tactile examination identified one kink on the shaft of the device. Functional analysis was performed; however, resistance was encountered due to the shaft kink. It is most likely that resistance was met during the procedure and excessive force was used when inserting the balloon, which is advised against in the dfu. The use of excessive force is consistent with the torn catheter. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon device was used in the left ureter during a ureteral stricture balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the catheter was kinked. Additionally, it was also noted that catheter would not pass through the guidewire. The procedure was completed with another uromax ultra device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon device was used in the left ureter during a ureteral stricture balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the catheter was kinked. Additionally, it was also noted that catheter would not pass through the guidewire. The procedure was completed with another uromax ultra device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.